Event description:
Info received indicates pt bleeding occurred during attempted implant and hcp was unable to release the lead from the implant tool. Thoracotomy was performed, ventricle successfully repaired and pt stabilized. Manipulation of tool prior to implant indicated it was in good functioning order prior to use. A new lead was placed without the tool. No additional consequence was reported for the pt.